Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular treatment procedure. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. A review of the system logfiles found the propeller potentiometer was functioning outside its maximum permissible range. Upon troubleshooting action, the fse identified that the cause of the malfunction is the c-arm propeller potmeter. The fse re-adjusted the potmeter. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed by restarting the system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.